Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation at a third-party service center the bipap a40 device was visually inspected and found no evidence of foam degradation, however a ventilator inoperative error code indicating a failure of the outlet pressure sensor was confirmed in the event log. No visual defects found. No repair was performed. The device will be scrapped as per customer request.